Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a recurring irritation. The patient used an unknown prescription cream that was originally prescribed for an unrelated issue. Follow-up indicated that the irritation healed.